Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and rv (right ventricular) oversensing. Beginning (B)(6) 2014, 584 ventricular sic likely due to t-wave oversensing (twos). Episodes of twos identified. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. (B)(4).